Event description:
It was reported that during a laparoscopic roux-en-y procedure, the instrument only deployed half of the staples. This happened on three separate firings of three different instruments. There was a slight revision of the gastric pouch and an additional two hours of operating time.